Event description:
A customer reported that their AED's asi is flashing red, and the AED is reporting "battery low". The customer did not report this occurring during patient use.

Manufacturer narrative:
Although the customer initially reported a low battery warning, troubleshooting revealed that both the AED pads and battery pack were expired. The battery pack expired on may 31, 2025, and the pads expired on october 31, 2020. While the initial customer report was not considered MDR reportable, the manufacturer's investigation identified a use error that could potentially result in a delay or failure to deliver therapy in a clinical situation. Therefore, this event is being reported out of an abundance of caution in accordance with 21 cfr 803.50.